Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician was unable to find suitable pacing sites and after screwing and unscrewing the lead, the helix ended up adhered to the myocardium and the spiral helix was retracted. There was concern after that, that the lead may dislocate after implant, so the lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.